Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms and no prime anomaly noted. No button error alarm. The device had intermittent button response due to moisture damage keypad trace. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump would not exit the preparing to prime screen. Blood glucose value 129 mg/dl. The customer stated that the piston would not move all the way when rewinding and he pressed on it to make it rewind. The customer also reported that he had received several no delivery alarms when changing the set and the act button not responding properly as he had to press it very hard. He stated that the alarm history showed multiple no delivery alarms. The no delivery alarm was resolved by a complete set change. He was advised to hold down the act button until receiving a second series of beeps and/or numbers appear on the display. He did not receive the beeps nor did numbers appear on the screen. The insulin pump was replaced and returned for analysis.